Event description:
Customer called stating that she had high blood glucose levels (bg's) all day. When she took the pod off, she noticed the cannula did not come out of the pod and into her skin. Customer was able to activate a new pod successfully. A follow-up call with customer confirmed her bg's were coming down with the new pod on. No further information available.

Manufacturer narrative:
The returned device was evaluated and it was determined that the soft cannula was not installed correctly, preventing the cannula from penetrating the skin. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions. The lot was found to have met all acceptance criteria.